Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and found to have a torn snake wrist cover. There were missing pieces; however, the size of the missing pieces cannot be confirmed, indicating that a fragment has detached from the instrument. The event was caused partially or wholly by the user of the device including sample handling.

Event description:
The sureform 60 stapler instrument was an incidental return. No allegation was made against this product.